Event description:
It was reported difficulties were encountered during explant of this ureteral stent 2-3 weeks post-placement for therapeutic drainage purposes. The stent became calcified and could not be removed. The pt underwent lithotripsy and the stent was explanted at that time. No add'l details are available regarding the circumstances surrounding this event.

Manufacturer narrative:
The device has not been received by this MFR. This type of event may have been related to the pt's condition and/or user technique. However, without evaluating the device and without add'l details, we are unable to determine the exact cause of this event. Potential complications: encrustation- if resistance is encountered during advancement or withdrawal of the stent, stop. Do not continue without first determining the cause of the resistance and taking remedial action. Periodic radiographic, isotopic or cystoscopic examinations are recommended to evaluate stent efficacy and to observe for possible complications. When long-term use is indicated, it is recommended that indwelling time not exceed 90 days and that evaluations be performed at 30 day intervals post placement. Suture indwelling time is not to exceed more than 14 days. If longer stent indwelling time is anticipated, remove suture before placement or prior to day 14. Filed date: 24-oct-2006.